Event description:
It was reported that bd alaris texium infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that "leaking occurred multiple times in the past".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.